Event description:
It was reported that this right ventricular (rv) lead and non boston scientific device exhibited shock impedance measurements of greater than 200 ohms. Technical services (ts) and the field representative performed troubleshooting steps including disconnecting the external defibrillator and measuring again, unplugging the power cord, removing the pulse oximeter as well as attempting in triad in which all vectors showed greater than 200 ohms. Ts discussed possible theories including either a broken lead or electromagnetic interference (emi). This rv lead had a history of in range impedance measurements. This rv lead was moved back to distal negative port, retested and still high out of range. This rv lead and previous device therapy remains off and this patient would be scheduled for explant and reimplantation. This rv lead remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.